Event description:
Patient reported right-sided grade 2 capsular contracture. Additional information provided by the physician indicated bilateral rippling and inframammary scarring with extensive right-sided calcifications. Intervention was performed to remove existing mcghan breast implants and replace them with mentor devices. Procedure: primary breast augmentation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).